Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead and a competitor device exhibited high shocking lead impedance measurements greater than 125 ohms. The shock impedance measurements in the proximal coil to can vector were between 120-150 ohms while less than 100 ohms in other vectors. It was reported that the shock impedance measurements have been trending up but have plateaued. Boston scientific technical services (ts) discussed the range for normal impedance measurement and provided programming options. Noise was unable to be elicited with movements and isometrics at previous in-clinic check. Ts advised could continue remote monitoring and advised performing a defibrillation threshold (dft) test if the physician decides to change the shocking vector. Additional information was unable to be obtained. At this time, there is no evidence that intervention has been performed to mitigate the issue. This system remains in service. No adverse patient effects were reported.